Event description:
It was reported by the user site that during a 3dimensions procedure on (B)(6) 2026, that the c-arm sometimes continues to raise and lower after release when using the right-side foot pedal. No patient involvement or injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the foot pedal had become unresponsive. The fse replaced the foot pedal ; tested the new foot pedal and verified that the new foot pedal was functioning correctly. No further information is currently available.